Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they ran original sample (sample ID (B)(4)) as neat and with dilution factors of 1:2, 1:5 and 1:10 on this instrument while using a different reagent lot 443 and all the results were still elevated. The cause of the discordant, falsely elevated insulin results on one patient is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely elevated insulin results were obtained on different samples of a same patient on an immulite 2000 xpi instrument upon initial and repeat testing while using reagent lot 442. The discordant result from the original sample was reported to the physician(s). The patient was then tested in two alternate laboratories on unknown platforms and the result obtained from the first alternate laboratory was normal, while that obtained from the second alternate laboratory was elevated. The corrected result obtained from the first alternate laboratory was reported to the physician(s) and the physician(s) ordered an abdominal ultrasound and computed tomography testing, both of which resulted normal. The original sample was then tested on an advia centaur xp instrument, resulting normal and matching the clinical picture of the patient. One of the samples was also tested on an alternate platform, resulting normal and matching the clinical picture of the patient. There are no known reports of adverse health consequences due to the discordant, falsely elevated insulin results.

Manufacturer narrative:
The initial MDR 2432235-2016-00400 was filed on july 18, 2016. Additional information (08/11/2016): a siemens customer care center (ccc) specialist contacted the customer to follow-up. The customer stated that they sent out the patient sample to be evaluated using an alternate methodology and the results obtained were similar to that of advia centaur xp instrument. The customer decided to move the insulin assay to the advia centaur xp instrument for testing. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and could not determine the cause of the discordant, falsely elevated insulin results on one patient as the customer did not provide the sample for in-house testing.